Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of air bubbles anomaly and p-cap to reservoir connection too loose from the reservoir. The customer's blood glucose reading was 180 mg/dl. The mother stated that the plunger will not unscrew. The customer stated that the plunger is spinning along with the rubber gasket. The customer reported air bubbles throughout the tubing. The customer stated that the approximate sizes of the air bubbles are "little". The customer stated that the air bubbles did not persist after set change. The customer was advised to call and monitor if problems persist.